Event description:
It was reported that during the meniscus repair arthroscopy the t2 implant of the fast fix did not deploy. The meniscus repair arthroscopy was finished with a smith and nephew back up device, it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: additional information. B5 and h6 (health effect - impact code) updated.

Event description:
It was reported that during the meniscus repair arthroscopy the t2 implant of the fast fix did not deploy. T1 was successfully removed with tweezers. The meniscus repair arthroscopy was finished with a smith and nephew back up device, there was no surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle was returned encased in the blue cannula. After the cannula was removed, the t1 was off of the needle but attached to the suture. The t2 was still in place on the needle. The variable depth straw was trimmed. There is bio debris in the needle. A functional evaluation was performed on the returned device and found the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.